Event description:
Received report that out of 157 patients, three had infection.

Manufacturer narrative:
There are three events of infection reported in this file as no specific details have been provided for any of the three events. Three reports submitted. Other two reports are 1219977-2014-00010 and 1219977-2014-00013. We are unable to investigation this report as the product code, lot number and sample are not available. If further information is obtained a follow up report will be submitted.